Event description:
It has been reported to philips that the system failed to bootup, it was stuck at 00:00. The device was not in clinical use. The system was manually restarted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to bootup and it was stuck at 00:00. The system operation logs showed the errors occurred in the internal software. The patient data was found to be deleted at the time of image transfer due to which the error or the failure occurred. It was identified that if the patient data doesn't exist in the database, the system won't start. The fse performed image database integrity test and image processing test between the main pc and the ippc (image processing pc) so confirm that there weren't any abnormalities in the operation. The fse restarted the system manually to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.